Event description:
The following was reported to gore: on (B)(6) 2024, during treatment of an in-stent stenosis a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) were used. Access site for the viabahn device was from the patient's arm. As reported, a pre-existing bare metal stent implanted prior to 2016 (exact date unknown) was in the external iliac artery. The target lesion was pre-dilated and a 7fr terumo sheath was used to advance the viabahn device over a stork guidewire. The viabahn device was placed at the target lesion and the deployment line was pulled. The viabahn device expanded except for a small section at the proximal end. The deployment line was stuck. The physician manipulated the catheter by moving it back and forth. Finally, the delivery catheter released and was able to be removed. In attempts to fully expand the viabahn stent, a terumo balloon, a 10mm then a 12mm conquest balloon were used. The partially expanded device was left in the patient as there was adequate blood flow achieved after ballooning. It is unknown if all of the deployment line was removed from the patient. The procedure continued with implantation of two additional vbx devices. During removal of the delivery catheters, one catheter broke inside the sheath when the catheter was pulled with extra force. The physician was able to remove both pieces of the catheter with no issues. The patient tolerated the procedure. As reported, the physician suspects the deployment line was wrapped around the expanded viabahn stent, preventing full expansion. Regarding the vbx catheter breakage, the physician stated this was user error, with the catheter being pulled forcefully.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Two vbx devices were implanted during same procedure / same patient. It is unknown which catheter broke during removal. As a result, only one report is submitted. Second device information is: lot/serial # (B)(6); UDI # (B)(4); catalog # bxbl083902a. H6 - code c19: review of device manufacturing record history confirmed both devices met pre-release specifications. H6 - code b20: both devices remain implanted and the catheters were discarded by the user facility. Therefore, direct product analysis was not possible. H6 - code c15: images were provided. The imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images available for evaluation. No name, date, or timestamps on the images. Cannot window/level or manipulate the images in any way. There is stenosed vessel near the proximal gore® viabahn® stent graft. All three images submitted show the stenosis within the vessel/stent. There is flow in the vessel and stents. A broken delivery catheter shaft cannot be confirmed. Manufacturer report # 2017233-2024-05273 was also submitted for this same patient / same procedure, for the gore® viabahn® endoprosthesis with heparin bioactive surface mentioned in imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis warnings sections state: "excessive or abrupt force during catheter removal may damage the delivery catheter, or introducer sheath."